Event description:
A customer contacted beckman coulter inc. (Bec) stating that their coulter act diff analyzer was intermittently leaking fluid from the probe at end of the cycle before they would cycle the next run. The volume of the leak was between 0.5 and 1 cc and was not contained within the instrument. Per customer, the leak did not affect any patient samples. The customer was wearing gloves and a lab coat at the time of the incident. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) performed troubleshooting over the phone. Fse instructed the customer to replace the probe wipe assembly. The customer replaced the probe wipe assembly which resolved the leak. The customer then ran controls to verify that the instrument was running without any leaks. The cause of the leak was the probe wipe assembly. (B)(4).